Manufacturer narrative:
Add'l info regarding this incident has been requested. The sample may be available for eval. If add'l info is rec'd and/or the sample is returned for investigation, a supplemental report will be submitted. (B)(4).

Event description:
The mic-key extension set, bard's extension set and the purple connector end of the kangaroo pump set were accidently connected to the bd q-syte device on a premature infant. The devices were able to be inserted into the bd q-syte device when the intended use is for delivering enteral feeding solution there was no harm to the baby as a result of this incident.